Event description:
Customer reported the tubing came apart near the lower fitment during an infusion in surgery. There was no pt harm or medical intervention reported. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for eval.